Event description:
It was reported in a remote transmission that the patient's implantable cardioverter-defibrillator (ICD) exhibited post paced t-wave over-sensing resulted in non-sustained right ventricular over-sensing episodes. Programming changes were made. The patient had no adverse consequences.